Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty reed switch. The reed switch has been replaced. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and is currently being evaluatd. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
A facility representative contacted baxter to report an infusor pump which would start and continue to alarm while trying to infuse fluid, interrupting delivery. The event occurred in surgery. No patient was involved. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.